Event description:
It was reported that following a pump replacement in (B)(6) 2012 the patient experienced a return of symptoms. The patient was reported as "bouncing off the bed" because of his spasms. The physician ordered a dose increase. The patient was receiving lioresal (baclofen) 2000mcg/ml. On (B)(6), the dose was increased from 1099.7mcg/day to 1300mcg/day. On the day of the report, the dose was increased to 1500mcg/day. It was later reported that the return of symptoms was due to a programming error. The patient was not receiving medication. The priming bolus was not programmed correctly. On the day of the report, the patient was reported to be receiving effective therapy. No further details were provided. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).